Event description:
It was reported that patient has initial primary knee put in (B)(6) 2012. Surgeon told me on (B)(6) 2014 in the a.m. That a patient would be coming in 2yrs post total with a possible infection. He told me that he would be performing an incision and drainage and would like to change out the poly x3 liner. Surgeon removed a 5532-g-409 lot # mkr5kl and replaced it with a 5532-g-411 lot # mmripe. As of (B)(6) 2014 via phone sales rep reported that the patient recently had dental work done and the surgeon suspects that this might be what caused the infection.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot and sterile lot. Visual inspection confirmed the reported device. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient has initial primary knee put in (B)(6) 2012. Surgeon told me on (B)(6) 2014 in the a.m. That a patient would be coming in 2yrs post total with a possible infection. He told me that he would be performing an incision and drainage and would like to change out the poly x3 liner. Surgeon removed a 5532-g-409, lot # mkr5kl and replaced it with a 5532-g-411, lot # mmripe. As of (B)(4) 2014 via phone sales rep reported that the patient recently had dental work done and the surgeon suspects that this might be what caused the infection.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.